Event description:
Report received a delay in therapy during priming. It was reported that the pt receiving 100cc integrilin at a rate of 11cc/hr for a myocardial infarction. The rn reported that they had a very difficult time priming the tubing and had to change it three times before they could prime the set to start the infusion. There were no reported adverse pt sequelae. Though requested no additional info was available.